Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to one or more of the following causes: - thermo-mechanical fatigue - wear and tear - improper handling (impact, shock) however, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. Service repair noted that during the device physical check by the field service engineer (fse) in the hospital , the customer reported description/issue was noted to be confirmed. Inspection noted insulating tip broken off at distal end of the sheath. Photo of the broken device was provided. In addition, it was noted the customer will obtain a replacement (a new device) and the subject device will not be returned for investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the ceramic tip of the inner casing of the resection sheath was observed to be broken. The issue was found during reprocessing. There was not procedure or patient involved. There were no reports of patient harm. No user injury reported.